Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released / impedance high / wire pulled from distribution node) has been confirmed. As received, the cable running from the distribution node to the rear therapy electrodes was pulled from the distribution node, exposing wires. The cause of the 'gel previously released' flags and 'impedance high' flags are the disconnected wires in the distribution node. The root cause of the pulled cable and disconnected wires cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt's nurse (also a pt service rep) contacted zoll customer support to report that one of the wires from is pulled from the vibration box. Customer support noted 'gel previously released' flags and 'impedance high' flags that were not accompanied by an automatic event. The pt was issued a replacement electrode belt.